Event description:
Related manufacturer reference number: 3006705815-2023-04575. It was reported one of the patients leads is fractured and the other displays high impedance. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The initial reporter information was updated to reflect the surgeon who performed the medical intervention and the facility in which the surgery occurred.

Event description:
Surgical intervention was undertaken on (B)(6) 2023 in which the leads were explanted and replaced to address the issue. During the procedure, it was discovered that the leads were fractured.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.